Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient receiving dilaudid (concentration 20mg/ml, dose 6.1mg/day) via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. In (B)(6) 2015, error code 8286 was seen on the personal therapy manager, it was reviewed that this meant the reservoir was empty. It was noted that the patient was not due for a refill and that the pump had been refilled on the day of this report. The code was seen and the alarm was occurring prior to the refill. The patient experienced sweating, nausea, malaise, increased pain and fever. The code issue had since been resolved. Additional information has been requested regarding the reason for an empty pump but was not available as of the time of this report. If additional information becomes available, a follow up report will be sent.